Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tube there was discolored/abnormal additive form.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-april-26. H.6 investigation exec summary: material #: 367740; lot/batch #: 2056023. Bd received 5 samples and 6 photos for investigation. The samples and photos were reviewed and a cracked tube was observed. The crack in the tube led to the additive being exposed to air and turning yellow in color as it dries. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of cracked tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the liquid in the tube has dried up."